Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. The customer received an unspecified high scan on the sensor and experienced a loss of consciousness and was unable to self-treat. The customer was seen in a hospital where a glucose result of 3.1 mmol/l was obtained on the healthcare professional (hcp) meter compared to a sensor scan of 18 mmol/l. It is unknown at what time the comparison readings were obtained. The customer was provided grape sugar by their spouse and intravenous glucose was administered by an hcp for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.